Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose of 20 mg/dl. Caller stated that the customer was connected and the insulin pump was not rewound, customer's mother place the reservoir the insulin pump injected a large amount of insulin into the customer. Nothing further was reported.